Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient received jolts and shocks when they turned the ins on. They reported they no longer used the ins. The entire system was explanted and not replaced. The event was possibly related to the device or therapy. It was resolved without sequelae. No patient complications were reported as a result of this event.